Event description:
It was reported that during implant of the right ventricular (rv) lead the tip of the lead could not be fixed and the lead "did not open or did not close functionally while fixing the lead to the tissue." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.